Manufacturer narrative:
(B)(4). Batch # p92568. Additional information was requested and the following was obtained: just to clarify, did the device staple? If yes, was the staple line complete (full length)? Did the device deliver a cut line at all? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Response received: yes the stapler did deliver a full staple line and there was no cut line at all. Device evaluation: the analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w cartridge loaded on the device. The reload was received partially fired 2/3 and with the lockout spring normal. The firing trigger was noted to be jammed halfway blocking the closing trigger to home position. Therefore, the device would not open. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure the device fired, deployed staples, but did not cut tissue. A like device was used to complete the procedure. There were no patient consequences reported.